Event description:
Dealer called stating that the left motor gearbox brake is allegedly not holding on the tdx power chair. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided - qt (B)(4). Model tdx, serial number/date code (B)(4) is approximately 7 years old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.